Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose level ranging from 40-50 mg/dl; cause was not known. Additionally, it was reported that the pump battery could not be charged without the customer re-inserting the charging cable. Reportedly, the pump touch screen was unresponsive as well. Customer declined troubleshooting with tandem technical support and declined to provide further information.